Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery non-functional) was confirmed. As received, the battery was unable to power a monitor or charge. Upon evaluation, the connection between the battery cell welding pads was loose. The root cause of the loose connection cannot be positively identified. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was non-functional.